Event description:
Caller reported a cartridge alarm 30 issue, which led to corrective actions. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer managed high levels by administering a correction bolus via pump and changed ifs. Technical support resolved the issue by sending a replacement pump with updated software to the customer, who was advised to use mdi as backup therapy. Caller was instructed on returning the problematic pump and understood the instructions provided.